Event description:
It was reported the pt's scs ipg was inoperable. Pt declined to troubleshoot the system. The scs system was explanted per the pt's request.

Manufacturer narrative:
Sjm has limited info related to the pt's med history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding med history.